Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the lvad pump was being monitored by the hospital due to the duration of implant. Waveforms and pump sound recordings were sent to the MFR for analysis. Anomalies were noted on the waveforms; however, the sound recordings were inconclusive due to the sound quality. Approx two months later, the pt was admitted to the hospital and placed on pneumatic support. At this time, waveform analysis reflected red heart alarms with a continuation of red heart alarm after the system controller was replaced. Titanium could also be seen in the vent filter. It was decided to change out the lvad with another lvad; however, before the device could be exchanged, the pt unfortunately expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.